Manufacturer narrative:
B3 date of event: 08/01/2024 used as approximate date of event.

Event description:
It was reported that the guidewire became stuck in the lesion. A rotawire drive was selected for use during treatment of the target lesion which was located in the right coronary artery (rca). During the procedure, the rotawire drive became stuck in the rca. The physician was able to remove the rotawire using a snare. There were no patient complications.